Manufacturer narrative:
Additional was received on 7/12/2016 that intermittent malfunctions alarms occurred and the pump stopped all insulin delivery. The customer reported that the pump had been in the room during and MRI on (B)(6) 2016. The customer's blood glucose level was impacted (300 mg/dl). The customer cleared the malfunction alarm and delivered a correction bolus to address elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received. The customer also stated manual injection supplies were available. The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level due to the malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer reported an elevated blood glucose (bg) level that morning of 400 (mg/dl). A correction bolus was administered to correct bg level. The customer stated that cause of the elevated bg level was unknown. A recommendation was made for the customer to discuss elevated bg level with their healthcare provider.

Manufacturer narrative:
High bg - the investigation has been completed. Effect to customer cannot be confirmed through a log review or duplication testing. The information will be used for tracking and trending purposes.